Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that after laser assisted flap creation, patient's intraocular pressure was slightly high. At one day follow up, chemosis of the conjunctiva was noted and eye was severely red. Upon follow up, surgeon believes that the patient had reacted to something. The surgeon reported no complaints with the laser. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).